Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. No returns were made available from the customer site for this investigation. A review of customer complaints did not identify any trends for reagent lot 00116a000. Accuracy testing of reagent lot 00116a000 was performed and all testing met acceptance criteria, all control values were within range. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134: 930-938, 2010 for additional information. The architect intact pth package insert was reviewed and the customer was directed to the "limitations of the procedure" section and also the "expected values" section. The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended. This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on one patient compared to the centaur. The results provided were: (B)(6) 2016 = 138.3 pg/ml / (B)(6) 2016 after re-centrifuged = 134.2 / 145.3 pg/ml / on the centaur = 76pg/ml (normal range 10-75pg/ml). There was no additional patient information provided. There was no reported impact to patient management.